Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. An internal inspection of the device was performed and evidence of water damage was observed. Further testing could not be performed. The likely root cause of the reported issue was water infiltration which corroded the electrical components inside of the device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and did not appear to power on when prompted. The customer advised that there were no voice prompts when the lid was opened, and there was seemingly no response from the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and did not appear to power on when prompted. The customer advised that there were no voice prompts when the lid was opened, and there was seemingly no response from the device. There was no patient use associated with the reported event.